Event description:
The email received for the (B)(4) study indicates that after the index procedure, the patient experienced a transient ischemic attack, which resolved fully in just over 24 hours. No treatment was given. Patient was wheelchair bound prior to the procedure due to her copd. Review of the event by the e clinical evaluation committee indicated that the neurological events experienced by the patient on the day of the index procedure classified as a tia was in fact noted to be a cerebrovascular accident . The CT scan revealed atrophy and chronic small vessel ischemic disease; but no acute intracranial abnormality. A progress note written at 15:40 reports that the patient walked with "slight lle weakness" and further notes that she had "very slight decreased lue grip strength and mild decrease in lle strength. The discharge summary noted that post-operatively the patient had difficulty moving due to pain from her access site. She was able to ambulate on post-operative day two. The hospitalization was complicated by bleeding into the femoral arterial site which required continuous manual compression. She also had a short episode of hypotension that required a dopamine infusion. The patient was discharged two days later with home physical therapy on asa and clopidogrel. The patient was discharged one day after the index procedure. Nih stroke scale score was 3 and the rankin score was 1. At baseline, both scores were 0. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 20mm in length in a 6.75mm vessel diameter. The arch ii lesion was mildly calcified with moderate vessel tortuousity. A 6mm medium support angioguard embolic protection device was deployed and the lesion was pre-dilated. Then an 8x40mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 30%. The patient was neurologically intact upon leaving the angio suite.

Manufacturer narrative:
Review of the event by the clinical evaluation committee indicated that the neurological events experienced by the patient on the day of the index procedure classified as a tia was in fact noted to be a cerebrovascular accident. As such, tia will be removed from the file and cerebrovascular accident will be added to the file as a reportable complaint as additional information notes that the patient still had residuals approximately 2 weeks later. The email received for the (B)(4) study indicates that after the index procedure, the patient experienced a transient ischemic attack, which resolved fully in just over 24 hours. No treatment was given. During the index procedure, pta was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 20mm in length in a 6.75mm vessel diameter. The arch ii lesion was mildly calcified with moderate vessel tortuousity. A 6mm medium support angioguard embolic protection device was deployed and the lesion was pre-dilated. Then an 8x40mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 30%. The patient was neurologically intact upon leaving the angio suite. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195698 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause a stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
At the 30 day follow-up visit; the nih stroke scale score was 2 due to minor paralysis and mild to moderate unilateral sensory loss. The rankin stroke scale score was 0. She was continuing on asa and clopidogrel. Concomitant devices: intra-procedure medications included heparin. Aspirin and clopidogrel were administered pre and post-procedure. Please note that this device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.